Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call patient wanted to know their implant date. Reviewed. Registration shows the patient's first implant in 2010 was replaced in 2016 with current implant. Patient said they only had 1 implant and never had it replaced. Pt thought they had a trial in 2010. Patient seemed to be confused. Suggested to confirm with healthcare provider (hcp). Patient would like to have ins taken out because ins had not worked for years. It stopped working probably around 2016. They were going to replace it but it never happened. Patient also believed that the ins became unattached from wires in the spine. It was aggravating. It hurt in the lumbar area. Patient now moved to a different state and needed hcp listings. Emailed hcp listings.